Event description:
Pt complained of heat to her forearm (left side) after undergoing an MRI exam of her lumber spine. The pt was examined by the technologist and radiologist. She was then sent to ER for follow-up care.